Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 10 years due to severe aortic stenosis. Per the operative report, the patient had a 23-mm magna valve placed previously, which was removed without much difficulty. A 23-mm magna bovine pericardial bioprosthesis was sewn in place and seated nicely. Echocardiography in the operating room showed good valve function with no evidence of perivalvular leak. The patient tolerated the procedure well and was taken to the intensive care unit in satisfactory condition.

Manufacturer narrative:
There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve was not returned to edwards for analysis; therefore, the root cause of this event could not be investigated. In this case, there is insufficient information to conclusively determine the root cause for the reported stenosis. There have not been any allegations of a malfunction or deficiency related to the explanted valve. No further actions are possible with the available information.